Event description:
Boston scientific received information that the patient implanted with this pacemaker was seen at the hospital. It was discovered that there was oversensing due to noise that resulted in pacing inhibition on both the atrial and ventricular non boston scientific leads. Attempts to resolve the issue with reprogramming was unsuccessful. There were no adverse patient effects reported, however this patient is pacemaker dependent.

Manufacturer narrative:
The device was replaced and has been returned for laboratory analysis. Once analysis has been completed this report will be updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. No pauses in pacing or sensed events were noted. No telemetry noise markers or inappropriate noise markers were noted in the electrogram (egm). The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.